Event description:
It was reported that the patient experienced inadequate stimulation, numbness and undesired tingling sensation. The patient underwent an implantable pulse generator (ipg) revision procedure, was doing well postoperatively and the explanted device was kept by the facility.